Event description:
Loss of ground on the bed.

Manufacturer narrative:
While performing preventive maintenance on the bed, the hill-rom technician discovered the bed did not have a ground reading. The technician replaced the power cord to repair the bed.